Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found to have damaged conductor wire at the distal end near the yaw pulley. The insulation is damaged and the conductor wire is exposed as result. Components adjacent to this conductor wire do not show damage. The instrument passed the electrical continuity test in both grips. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing there was a damaged cable hole in black plastic cable near the top of the maryland bipolar forceps instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.